Manufacturer narrative:
The device was rec'd. Investigation is not complete. Review of the device history record for this lot is forthcoming. Any relevant findings will be submitted in a follow-up report.

Event description:
The operator attempted closure of an arteriotomy site with the starclose device following an unknown procedure in the right common femoral artery. While splitting the sheath 2 cm from the arrow alignment, the starclose fired. The operator proceeded, aligned the arrows and heard a muted click. The vessel locator button popped out when splitting the sheath. The physician reverted to using a femstop, however, the femstop failed and manual compression was utilized. The pt developed a hematoma of unknown size, which was express via manual compression.